Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of an electrode belt malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the damage was the external defibrillations administered by ems/hospital resuscitation attempts, as the lifevest is not defib-proof to non-lifevest defibrillations. The damage to the resistor was not caused by a product malfunction. There is no indication that the damage to the resistor caused or contributed to the patient's passing. The lifevest operated as designed during the event and delivered two appropriate treatments during vt. No deficiencies were alleged against the lifevest.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2019. The patient's daughter stated that the lifevest treated the patient and "did its job", but the patient passed away after being transported to the hospital. Device download data indicates that the lifevest delivered two treatments during the event. The lifevest first detected vt at 07:31:08, but the arrhythmia self-terminated to sinus bradycardia before the lifevest could complete the treatment sequence. The lifevest again detected vt beginning at 08:51:40 and delivered the first treatment at 08:52:51. The treatment converted the vt to sinus bradycardia. The response buttons were pressed after the first treatment (unknown if the patient was conscious or whether the patient's daughter was pressing the response buttons). The patient again degraded to vt (180 bpm) at 08:54:20. The response buttons were pressed during the arrhythmia detection. The lifevest delivered the second treatment at 08:57:17 during vt. The post-shock rhythm was asystole. The patient remained in asystole with intermittent cardiac activity, transitioning to bradycardia. The patient again degraded to vt at 09:17:04, but an external defibrillation from either ems or hospital staff pre-empted the lifevest from delivering a treatment. The post-shock rhythm was an idioventricular rhythm (90 bpm) with recurrent vt. Beginning at 09:18:03, dual lead noise was present on the lifevest ECG channels, preventing the lifevest from delivering further treatments. It is likely that the dual-lead noise was caused by resuscitation attempts. Between 09:18:03 and 10:30:54 when the lifevest was shutdown, the patient externally defibrillated ten more times during runs of vt/vf. The patient was in an idioventricular rhythm (90 bpm) when the lifevest was shutdown at 10:30:54. The patient passed away some time after that time, after the lifevest was deactivated. The lifevest properly treated the patient twice during the event. No deficiencies were alleged against the device. Dual-lead noise, likely from ems/hospital resuscitation efforts, prevented the lifevest from delivering any additional treatments during the event.